Manufacturer narrative:
510k: this report is for one (1) unknown expert tibial nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an open reduction internal fixation (orif) surgery with an expert tibia nail (etn) system to treat tibia diaphysis fracture on (B)(6) 2019. During the surgery, the scrub nurse attached an unknown insertion handle to an unknown expert tibia nail in an opposite direction. Consequently, the surgeon could not insert the nail into the patient¿s body properly. The surgeon tried to insert the nail for about 20 minutes without becoming aware that the direction of the insertion handle was opposite, then, finally the surgeon became aware of the wrong direction of an insertion handle. The surgery was completed with a thirty (30) minute surgical delay. There was no adverse consequence to the patient. This report is for one (1) unknown expert tibial nail. This is report 1 of 2 for (B)(4).